Event description:
It was reported that the pump was warm "hot to touch," experiencing warmth both during charging and sometimes when unplugged. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.